Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Technical support arranged to send replacement tandem mobi wall adapter, charging cable, and charging pad. Customer was advised to rely on manual injections until replacements arrived.